Manufacturer narrative:
Device return: one used tego connector. Although requested the involved mating/access devices were not returned. Visual inspection (pre and post decontamination) of the "as-received" tego connector recorded presence of black residue underneath the silicone covering. Engineering testing and analysis: the returned tego connector was pressure leak tested per the applicable product specifications. The result recorded leakage. The returned complaint unit was than disassembled and analyzed. The qe report documents damages to the internal components described as punctured through the sidewall below the slit. The engineering assessment noted the characteristics of this type of internal component damages were consistent with use of a sharp instrument (such as a needle) . Lot build record review: a review of the mfg. Lot build database for the reported lot# 3049657 (mfg. Date 06/2015) showed (B)(4) units were mfg. Tested, inspected and released. There were no exception documents generated during the lot build. Findings: analysis of the one returned used d1000 tego connector confirmed internal component damage/leakage. The root cause(s) of the component damage were a result of access/usage with incompatible mating/access device and not as a result of the assembly/mfg. Processes.. The d1000 tego connector should only be accessed with a iso compliant male luer. Sharp instruments (such as needles) will damage the tego and cause leakage.

Event description:
Int'l. (B)(6) complaint received concerning leakage issue with use of d1000 tego connector. The initial information received reports "... A tego connector was leaking blood underneath the silicone sheath. .... The problem was noted when the hemodialysis treatment was suspended to allow the patient to use the washroom. In particular, the nurse noted ...blood oozing onto the gauze around the tego connector. "... The device was removed and replaced. There were no adverse patient consequences. Additional event, device usage information although requested was not available. One used d1000 tego connector was returned for analysis and investigation.